Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed a loss of ability to mechanically ventilate. The canister and drain dish were replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit was not delivering tidal volume as expected. There was no report of patient involvement.